Event description:
It was reported that the patient had an advance xp implanted in 2020. The sling did not improve his incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient was in recovery following the surgery.